Manufacturer narrative:
G1 manufacturer site country code: 65. G1 manufacturer site phone: 63737200. G1 manufacturer site postal code: 757438. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when going transeptal, the wire was unable to pass through. There was resistance when attempting to advance the vizigo sheath across the septum. Some resistance was also noticed when advancing the wire through the superior vena cava (svc). The wire was replaced without resolution. The sheath itself was replaced with another sheath and there was no more resistance. The procedure continued with no further issues. No patient consequences were reported.